Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer was provided with a quote for service; however, the quote expired, and the case was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The final disposition of the device could not be determined.